Event description:
Boston scientific received information that the pt implanted with this lead had presented to the emergency room following a fall. The pt was complaining of "feeling poorly" on an off the following week. Upon evaluation pt's heart rate was found in the 30's. A loss of capture was also observed. It was concluded the lead had become dislodged as a result from the fall. A lead revision was performed to explant the lead. It was noted that a lot of tissue was found in the helix concluding that the lead had been pulled out of it's original position rather than just falling out. The lead was successfully replaced. There were no additional adverse pt effects reported. The lead was sent to the pathology department following the extraction and is not likely available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The implant and explant dates were not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.